Manufacturer narrative:
Country: (B)(6). This device is not approved for sale in us but a similar device with catalog#1553201035, 510k# k113174 and upn (B)(4) is approved for sale in us. Device evaluation summary: visual inspection confirmed the rod has broke in multiple places. Damage and smearing noted on fracture surfaces. No pre-existing surface defects were identified that could contribute to the breaks. Dimensional inspection confirms conformance to print specification. After visual, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. This type of damage is consistent with failure due to cyclic fatigue. Radiographic image review result: post op x rays for thoraco pelvic fixation and l4 corpectomy. The vertebral body graft appears positioned laterally and does not contact the end plate well at l3. There is a fracture of the extra lateral rod at l3/4. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: initials- (B)(6), gender- female, weight- (B)(6) kg/(B)(6) lbs, dob- (B)(6) patient medical history: integration disorder syndrome pre op diagnosis: rod broken and screw back-out procedure performed: fixation implant date: (B)(6) 2018 explant date: (B)(6) 2020 device status: explanted completely initial surgery details: pre op diagnosis: l4 compression fracture procedure performed: t9/il posterior fixation, l4 anterior subtotal removal and placement of t2 it was reported that post op, the right rod broke off and the plug on the left side of s2ai backed out. Due to this patient suffered lower back pain. As a result of this revision surgery was performed for malfunction. The fixation was performed from the posterior side, and the plug and the rod were removed. The left ba that backed out was removed and replaced with f9.5/70mm, and f6.5/40mm was inserted to the l4 right, and connection was performed again with the f6.0cocr rod. Gc was placed at l4. The gc at t11/12 was only removed and not reinserted. There was a delay of more than 60 min in overall procedure. Patient was hospitalized. The left s2ai set screw backing out was not noticed in the image, but it was noticed during the operation. It was unknown when the rod broke and the set screw backed out. The set screw was returned, but it was not able to identify which one backed out.